Event description:
It was reported that the patient had the implantable neurostimulator (ins) removed approximately (B)(6) 2011 due to unexplained pain. They attempted to relocate the ins/lead to other side but the patient had no nerve response on the other side. The patient was requesting the "same" ins re-implanted again. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that no device was replaced after the implantable neurostimulator (ins) was explanted. No further interventions were done. Patient outcome was reported as "fine."

Manufacturer narrative:
Product ID 3889-28, lot# v042810, implanted: (B)(6) 2009, explanted: product type lead. Product ID 3037, serial# (B)(4), product type programmer. (B)(4).